Event description:
The hcp reported the pt was experiencing signs of overdose, then withdrawals. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.